Event description:
During a rotational angioplasty procedure, the physician was advancing in the vessel and the burr stalled. A perforation became apparent and a perfusion balloon was placed. Subsequently, the patient went to surgery.